Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve between (B)(6) 2019 and (B)(6) 2019 showed stable values around 480ohms. The sensing has been measured in the same time period between 8mv and 15mv, most of the time at about 13mv. The pacing threshold on (B)(6) 2019 was measured with 1.25v. In addition, the provided iegms showed artifacts on the right ventricular channel leading to oversensing as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Livanova/microport provided the following information: problems with this rv lead occurred after box change to medtronic on (B)(6) 2019, including impedance higher than 3000 ohms, exit block at stimulation, sensing was okay (no values available). Problems occurred 1 month after box change to medtronic device. After data review, episodes of right ventricular oversensing have been noted since (B)(6) 2018.